Manufacturer narrative:
(B)(4).

Event description:
The customer reported the touch screen is not functioning and could not enter the calibration screen. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4)